Event description:
It was reported that the customer insulin pump goes completely blank and he loses all the data and has to program the basal rates again. The customer's blood glucose level was 144 mg/dl. The customer stated that he using aaa (B)(6) battery. The customer reported that he dropped the insulin pump a few times already and there is light crack around the lip of the tube of the reservoir. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. However it did alarm unexpected restart, it also lost time and setting due to broken solder joint at connector on the interface board. The device was received with operating currents within specification. The device was monitored and no blank display anomalies and no damage on the lcd isolation tape noted. The device had cracked case near lcd window corners, cracked lcd window, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, cracked battery tube threads, stained address/serial number label, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.